Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an episode with inappropriate anti-tachycardia pacing (atp) and a shock for an atrial originated rhythm with rapid ventricular response (rvr). Various programming options and medication change were suggested for this ICD that remains in service. No additional adverse patient effects were reported.